Event description:
An impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of coronary artery disease (cad). During the procedure, the console alarmed ¿defective impella.¿ a new impella cp was subsequently exchanged into the case. The reported events include pump stop, medical device removal, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was maintained.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
An impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of coronary artery disease (cad). During the procedure, the console alarmed ¿defective impella.¿ a new impella cp was subsequently exchanged into the case and the case start continued on the 2nd pump. The pci was supported and completed. The pump was weaned and explanted after the pci. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was maintained on the 2nd pump.

Manufacturer narrative:
Section d9 was updated based on additional information.

Manufacturer narrative:
B1: added product problem.